Event description:
It was reported to philips that the system did not boot up after restart. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the procedure was aborted and postponed. A philips field service engineer (fse) inspected the system on-site and confirmed the reported issue. The fse identified an issue with the power supply unit (pd. Scomp.dcps) of the power distribution unit (pdu). To resolve the issue, the fse replaced the power supply unit. The system was returned to use in good working order and ready for clinical use. The power supply unit was returned for further analysis. Testing identified that there was no output from the power supply unit, confirming the malfunction. The codes were updated based on the investigation outcome.